Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer checked the error log and noted there were several circuit disconnect alarms and a loss of a/c power- moving to battery power alert recorded. The ventilator was tested by the customer for several days and according to him the unit works properly and passed all tests. The customer suspects that the circuit got disconnected, et (endotracheal tube) twisted or power cord got kicked out of the wall. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator stopped ventilating while connected to a patient. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.